Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found switch 1 and 2 were discolored and deteriorated due to chemical stress, damage found on the charged coupled unit and noise image occurred during angulation in the upward direction. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the bronchovideoscope. The issue occurred during preparation for use, and the unknown diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.